Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt states noticed a lump below the implant and last saturday started to burn below the implant site. Pt states when she walks she has no problem this is only when sitting. Pt states always been a bit red and noticed some burning as well. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) directed to hcp. It was reported implant is causing her discomfort when she sits down and it is giving her a burning sensation and she says she has a lump at the bottom of it.